Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not place the ipg into surgery mode prior to undergoing an unrelated surgical procedure on (B)(6) 2018. Following the surgery, the ipg was unable to communicate with external devices, and the patient lost stimulation. Troubleshooting efforts thus far have been unsuccessful. Additional details have been requested but not yet received.

Event description:
Follow up information identified the patient¿s surgery on (B)(6) 2018 did include electrocautery.